Event description:
It was reported that the right ventricular (rv) lead dislodged. During the lead revision, the right atrial lead was dislodged during the rv lead repositioning. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 6935, implantable tachy lead, (B)(6) 2013-. A d314trm, implantable cardioverter defibrillator (ICD), (B)(6) 2013. A 690r34, heart ring, (B)(6) 2012. (B)(4).